Manufacturer narrative:
Ge rep evaluated the system and found a faulty table generator interface module. The ge rep replaced the tgi and performed operational tests. The system operates as intended.

Event description:
It was reported that the system would not fluoro during a plyeogram study. When the system failed, the alarm reset button was selected and did not restore the system to proper operation. The system was rebooted and did not recover. No pt injury was reported.